Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Device explanted on (B)(6) 2023. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage back to normal values. This ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.